Event description:
Following open-heart surgery, the device was used with internal paddles (spoons) to shock the heart. According to the reporter, the device dumped the charge several times while attempting to deliver a shock. After an unk number of removed charges, the device successfully re-started the heart. No adverse affects to the pt were reported as a result of the alleged malfunction.